Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a powdery substance like gms (glycerol monostearate) was observed in the patient's eye. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: a new, unused, 1mtec30 cartridge (lot cc05974) was returned at the customer site for evaluation. The new cartridge was inspected under the microscope and no damages, debris, substance, residue, particles or any defect were observed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.